Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and caregiver experienced difficulty during a cartridge change when no drops appeared during tubing fill, then observed insulin on the exterior of the cartridge; they were guided to reinstall the cartridge before attaching the tubing and to restart the sequence, after which drops were observed and the issue resolved. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and successful completion of troubleshooting and education. Investigation included customer service triage and user re-education on correct cartridge and tubing installation and priming. Investigation of this case revealed use error associated with incorrect assembly sequence that led to apparent leakage at the cartridge interface, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.